Event description:
Complainant alleged that while attempting to defibrillate a patient. The device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.